Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was explanted after reaching end of life (eol) battery status with an extended charge time that exceeded specifications. This device is included in the (B)(6), 2007 mid-life display of replacement indicators advisory population.